Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to a blood glucose (bg) of 48 mg/dl, and a loss of consciousness resulting in customer crashing car. Bg was treated via glucose liquid, and intravenous saline. Reportedly, the customer left the ER 5 hours later with the issue resolved and no permanent damage. The customer alleged the control-iq software was not adjusting insulin as intended; however, this could not be confirmed as customer did not upload pump data for review. Additionally, it was reported that the pump time was incorrect by approximately 10 minutes; cause was unknown. The customer declined to update pump time. Reportedly, the customer continued to use the pump for insulin therapy.